Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the cubie pocket had failed. A field service engineer (fse) discovered that the medication was grayed out for drawer 4. The fse manually opened the drawer and signed out the user. After leaving the drawer open, the user signed back in, and the failed drawer was recovered. The fse confirmed the drawer's functionality by asking the user to inventory a pocket in the drawer the system functioned as intended after the field service engineer resolved the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary cubie pocket was failed and unable to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie pocket was failed and unable to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct serial number and unique identifier.